Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Based on the attached photo, it was observed that the balloon was rupture. Noted there was missing piece of balloon sac. However, the exact cause of how and when the problem occurred could not be determined. No further testing could be conducted due to only photo sample is provided. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "insert foley catheters only for appropriate indications and leave in place only as long as needed. Cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction; need for accurate urine output measurements; use for selected surgical procedures; to assist in healing of open sacral or perineal wounds; patient requires prolonged immobilization; to improve comfort for end of life care. Proper techniques for urinary catheter insertion: - perform hand hygiene immediately before and after insertion - insert urinary catheters using aseptic technique and sterile equipment - use the smallest foley catheter possible, consistent with good drainage - document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock® foley stabilization device if provided; maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions; maintain unobstructed urine flow and keep the catheter and collection tube free from kinking; keep the collection bag below the level of the bladder or hips at all times; empty the collection bag regularly using a separate, clean collection container for each patient. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a customer had a foley catheter balloon pop inside a patient. The event was not during placement or removal. An audible pop was heard, and the catheter came out with a popped balloon. Per follow up via phone on 14nov2023, a foley catheter balloon popped inside a patient. This was not during placement or removal. An audible pop was heard, and the catheter came out with a popped balloon.